Manufacturer narrative:
H10 - no product samples or videos were returned for evaluation. An image was returned which appears to show fluid leaking from both filter vents, further detail about the condition of the filter vents is not provided. The complaint can be confirmed, the probable cause of the filter vent leakage is due to temporary or permanent loss of hydrophobic properties of the filter vent material due to infusate interaction.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a plumset that after infusing intaxel for 2.5 hours, a leakage was observed on the air vent of the micron filter. It was reported that at 15:25, after the patient went to the washroom, the patient was cold and covered his/her body with a quilt, with instruction given to leave the plumset outside of the quilt. Shortly after, the patient heard an alarm from the pump and at 15:29 the pump showed cassette and the healthcare provider noted leakage at the air vent of the micron filter. There was no leakage on the bed, leakage was only observed on the air vent of the micron filter. There was patient involvement and no patient harm.